Event description:
It was reported that during an implant procedure, the atrial lead exhibited low pacing impedance and failed to capture. The atrial lead was not used and a new lead was replaced. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and low lead impedance were not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Analysis via electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies found via visual and x-ray inspections of the lead.